Manufacturer narrative:
There has been a previous report received where this malfunction with a similar device resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Customer returned (2) pusurg1 broken. Visual testing of instruments performed using microscope. Instruments were broken at the tip bend. No manufacturing defects or markings noted on instruments. Complaint does not indicate what power setting the customer was using at the time of breakages. Recommended settings are min 1 max 7. Also, the tip should be at the treatment site before engaging the power. Customer indicated tips had been used a couple of times. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. Based upon the information received and condition of the instrument returned, determination if fault was with the customer cannot be determined. Root cause unknown. This submission is being made after a two year retrospective review was conducted as part of a response to a FDA 483.

Event description:
It was reported that a proultra surgical tip broke during use; no injury resulted.